Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers were not detected. A field service engineer disconnected the station and rebooted it, but this action did not rectify the problem. Subsequently, field service specialist replaced the module controller. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a drawer failure and it's unrecoverable. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.